Manufacturer narrative:
Off-label use: in this event the hyperform balloon was used to post dilate a stent. Per the instruction for use (IFU): hyperform occlusion balloon system is designed for the use in the blood vessels of the peripheral and neuro vasculature where temporary occlusion is desired. This device is not indented for embolectomy and angioplasty procedure (contraindications) the device was not returned for analysis as it was discarded at the site. Therefore, the report could not be confirmed. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. In this event, use error may have contributed to the reported event as the physician stated that the balloon over inflation occured due to the 50/50 contrast medium becoming thinner by the hydrating prior to use and using y connector flush with heparinized saline. Per the IFU: purge rhv assembly and balloon lumen with 50:50 contrast-saline solution prior to balloon inflation. The inflation volume was not reported, however, per the IFU, the nominal inflation volume for a 4 mm balloon is 0.06 ml. There was also report of a non-cadence syringe being used with the device which might contribute to over inflation of the balloon. Per the IFU: use cadence syringe with 3 way stopcock and 3cc syringe.

Event description:
Medtronic received a report that during the embolization procedure of a ruptured cerebral aneurysm, the balloon was used to post dilate a competitor stent. However, the physician over inflated the balloon which caused intracerebral hemorrhage to re-occur. Per the physician, the reason for over inflation was probably due to the 50/50 contrast medium becoming thinner by the hydrating prior to use and using y connector flush with heparinized saline. Syringes used were reported to be 1ml and 3ml. The inflation volume and vessel diameter were not reported. The procedure was reported to have been converted to open surgery. The patient was reporter to have expired; however the cause of death was not reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.